Event description:
A right anterior thoracotomy incision had been made. Venous cannulation was attempted via an open cutdown of the right femoral vein. The cannula was placed over the wire and advanced. Transesophageal echocardiogram was used to monitor the advancement. Imaging was not as good as the surgeon is used to. Following advancement of the cannula into the right atrium, over a wire, blood was noted to be present within the pericardial space. The source was identified as a puncture of right atrium medial to entrance of superior vena cava. The incision was enlarged across the sternum and the defect was closed with single suture. Pt then underwent a successful mitral valve surgery. The dr elected to convert to central cannulation. Pt recovered and was discharged from hospital.